Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed. The customer mentioned that the insulin pump was not functioning properly. The caller stated that after his admission he went back onto the insulin pump, but he started having no delivery alarms during bolus and basal. The customer's recent glucose reading was 477mg/dl, and he treated with manual injections. Advised the customer to check the reservoir window or the status screen to verify the reservoir volume of insulin, and the reservoir was not empty. The caller attempted to deliver insulin once the set was removed from his body, and the insulin did exit, but it did alarm before delivering 1.0 unit. The customer stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.